Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2015 with the following findings: the pump history was reviewed and confirmed no errors, alarms, or warnings related to the complaint. The pump powered on normally and the display was confirmed legible, the keypad was confirmed to be working appropriately. The pump clip was found to be glued into position; the clip was removed and the u-groove was found to be filled with a resin like substance.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging discontinuing the pump because the current pump was not working. No additional information was provided. Animas has attempted to follow up with the reporter but has been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.